Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. 626798) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6) 2008 to (B)(6) 2008 and loestrin from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included genital haemorrhage, back pain, intermenstrual bleeding, yeast infection, multigravida and chronic fever. Concomitant products included norethisterone acetate (norethindrone acetate) (B)(6) 2008 to (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pyrexia ("allergic or hypersensitivity reaction type: I had a fever of unknown origin for years prior to the removal of the essure device"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection (other), describe: dr. (B)(6) informed my husband and I of an infection that was found when she performed the hysterectomy") and malaise ("general malaise"). The patient was treated with surgery (ablation and to remove the essure, salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown and the pyrexia, infection, fatigue, abdominal pain lower and malaise had resolved. The reporter considered abdominal pain lower, fatigue, infection, malaise, menorrhagia, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: she also had to remove additional tissue during the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia),allergic or hypersensitivity reaction type: I had a fever of unknown origin for years prior to the removal of the essure device, infection (other), describe: dr. (B)(6) informed my husband and I of an infection that was found when she performed the hysterectomy, fatigue, lower abdominal pain, general malaise. Reporter information, concomitant drug were added. Historical drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. 626798-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from (B)(6)2008 to (B)(6)2008 and loestrin from (B)(6)2007 to (B)(6)2008. Concurrent conditions included genital bleeding, back pain, intermenstrual bleeding, yeast infection, multigravida and chronic fever. Concomitant products included norethisterone acetate (norethindrone acetate)(B)(6)2008 to (B)(6)2010. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pyrexia ("allergic or hypersensitivity reaction type: I had a fever of unknown origin for years prior to the removal of the essure device"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection (other), describe: dr. (B)(6) informed my husband and I of an infection that was found when she performed the hysterectomy") and malaise ("general malaise"). The patient was treated with surgery (ablation and to remove the essure, salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown and the pyrexia, infection, fatigue, abdominal pain lower and malaise had resolved. The reporter considered abdominal pain lower, fatigue, infection, malaise, menorrhagia, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: she also had to remove additional tissue during the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 4-feb-2019: ¿update of information (batch is invalid).¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.